Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3058, serial# (B)(4), product type: implantable neurostimulator. Product ID: 3889-28, lot# va107ab, product type: lead. Information references the main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: (B)(6) 2019, UDI#: (B)(4); if information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. The patient reported that they got the implants replaced on (B)(6) 2018 and it was due to something wrong with the wire not working the way it was supposed to. The patient stated he did not realize it himself but was eventually looked into. No patient symptoms reported, and no further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.